Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarms were noted. The motor passed the motor test. The insulin pump had minor scratches on the display, a cracked case near the display corners and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. Troubleshooting was done. Customer uses sensor features. Advised customer the false motor error alarm may be caused by viewing the sensor glucose graph while the insulin pump is delivering bolus. Advised customer to allow the delivery of bolus completed before accessing the sensor. Customer's blood glucose was 250 mg/dl. Advised customer the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.